Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer changed pump supplies to attempt to resolve the issue. Multiple follow-up attempts were made by tandem technical support; however, customer never responded. There was no adverse impact to the customer's blood glucose level.